Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a hemorrhagic stroke and was admitted for evaluation. The patient's symptoms were not provided. The inr value on admission was 3.7. The patient was taken off coumadin and restarted on aspirin. A repeat CT scan at an unspecified later date was unchanged from the CT scan completed upon admission. The patient was discharged home on (B)(6) 2015 with a therapeutic inr and plans for a repeat head CT scan the following week. The customer reported the that pump was functioning normally at the time of the event with all vad parameters in normal ranges, however, it was also thought that the device contributed to the stroke. No additional information was provided.